Event description:
The customer reported that following a diagnostic catheterization on october 27, 1999, a vasoseal vhd kit size 6 was in the process of being deployed when the sheath separated from its hub. The sheath was removed from the groin site and manual compression was applied. No pt complications were reported.